Manufacturer narrative:
It was reported that the sponge detached from the stick during patient use. According to the reporting facility, the detached sponge was identified to have been left in the patient's vagina and it was successfully retrieved from the patient. Reportedly, there was no adverse patient impact related to the incident. During follow-up, the reporting facility indicated that the sponge detachment was determined to have been caused by incorrect use of the product by the staff member. No additional information was provided to the manufacturer. A sample was not available to be returned to the manufacturer for evaluation and a sample-related root cause was unable to be determined. Due to the reported need for medical intervention to retrieve the detached sponge from the patient's vagina, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the sponge detached from the stick during patient use.